Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced testicular pain. No action was taken to treat the event, but it was considered to be possibly related to the procedure. No further information was provided.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced testicular pain. No treatment was administered, but the pain was considered to possibly be related to the procedure. The relationship of the device to the pain was categorized as causal. The event was classified as a resolved outcome seven months later. No further information was provided.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B5: describe event or problem and h6: impact codes have been updated.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B5: describe event or problem has been updated.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced testicular pain. No action was taken to treat the event, but it was considered possible related to the procedure and a causal relationship to the device. No further information was provided.